Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. The patient has severe iliac artery tortuosity. It was reported that 47 months post stent graft implant the patient has a type I endoleak, which was repaired with the implanting of two aortic cuffs. It was reported that at 59 months the pt has a type iii endoleak between two iliac limb pieces. The cause of the type iii endoleak may be due to the severe tortuosity of the iliac artery. The physician elected to place an iliac limb and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results - inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (severe tortuosity of the iliac artery). Conclusions: device failure/lack of effectiveness related to patient condition (severe tortuosity of the iliac artery) secondary intervention required.